Event description:
An operator slipped and fell on a wet laboratory floor. The floor was apparently wet from a leak from the water feed line to the dimension vista instrument. The operator who fell did not have an obvious injury at the time of the fall but later reported a neck injury. The operator subsequently went to physical therapy for the injury.

Manufacturer narrative:
The leak was apparently from the feedwater supply line to the dimension vista instrument becoming dislodged. The leak incident was apparently caused when laboratory personnel moved a trash can striking the feed water line causing the fitting to break. A siemens healthcare diagnostics field service engineer (fse) was at the account (for another reason) when this occurred. However, before the water spill could be removed and the leak repaired, the operator slipped on the wet floor. The fse at the site quickly obtained parts to stop the feedwater leak and completed the repair. The instrument is performing within specifications. No further evaluation of the device is required.